Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the insertion proximal femoral nail antirotation blade, the blade was opened from the sterile package. The surgeon found it was a bit unsmooth when attaching the proximal femoral nail antirotation blade to the impactor. The surgeon hammered it through the protection sleeve into the patient, the blade was stuck between the patient and the protection sleeve. The surgeon had to remove the protection sleeve with force to take the blade out. Another proximal femoral nail antirotation blade was opened, and no abnormalities found. Surgery was successfully completed with no delay and no reported patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing evaluation shows, the device passed the required functional test successfully. The blade could be attached to the impactor as intended. The blade shows several damages, marks and nicks. Two edges on the cutting blade section on the front side are heavily damaged. The body of both blade components shows shaving marks. The nature of these damages points to the fact that a misalignment situation during insertion led to mechanical overloading and hence to the jamming as per event description. The blade in question was analyzed for conformance to print specifications as well as the device history record was researched; no discrepancies were identified. The manufacturing and inspection records indicate no problems with the lot in question. We are not aware of any other similar complaints associated to the article and lot number in question. No product related faul was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.